Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 48 mg/dl at one point. The patient treated with juice. The customer also had a high blood glucose of 300 mg/dl due to two kinked infusion set tubes. The device alarmed no delivery. Troubleshooting was declined. No products were returned or replaced.